Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not identified. Patient was educated on proper charging techniques. Issue has not been resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and cervical radiculopathy. It was reported that the stimulation was working great but it was taking a long time to charge and initially recharging didn't take long. The rep said that in the last 4-5 months it was taking 2-3 hours to charge. The rep stated that sometimes the patient would charge all night starting from 25-50% to get to full. The rep interrogated the ins and everything (impedances) looked good. The rep tested recharging with the patient's recharger (insr) and was able to get 8 bars coupling. The rep also noted that patient was reporting that before ins gets really low (5-10%) the patient would experience an increase in intensity or a "surge". Technical services (ts) reviewed that the insr stats showed that patient had not charged the ins to 100% in the last 6 charges. The data indicated that the patient charged anywhere between 27-68 minutes with ins being between 40-70% battery. It was noted that the increase in intensity or "surge" that patient reported at low battery was not something that ts was familiar with. Ts advised that with the data given there was no reason to believe that there was anything wrong with the recharging times or the insr. Ts suggested that the rep should review best practices and have the patient charge to 100% multiple times to gather more information. The patient was directed to follow-up with their healthcare professional if they continued experiencing symptoms. No further complications were reported/anticipated.